Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2014 with the following findings: on examination, the battery compartment was cracked in several places; one at threads on the side, two from threads down the grip, and one from the grip down to the sealing. The battery cap was undamaged and able to maintain electrical connection. There was moisture corrosion observed in the battery compartment. The pump failed a leak test due a battery compartment leak. The pump¿s cover was removed for investigation revealing further moisture corrosion to the printed circuit board. Unrelated to the original complaint, the display was noted to be dim and faded.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.